Manufacturer narrative:
The device is being decontaminated. The engineer will then proceed with his evaluation. When I have rec'd his report, I will file a supplemental report.

Event description:
It was reported that "during a surgical procedure, the cautery function failed to activate when the surgeon attempted to cauterize a bladder. The device was unplugged and another one was plugged into the esu. It performed as designed to. There was no pt injury reported. The procedure was not altered."